Event description:
It was reported air was noted in the valve of the sheath when the sheath was aspirated from the stopcock. The physician used an alternate device and finished the procedure without any complications.

Manufacturer narrative:
One 8f braided swartz introducer and one 8f dilator were received for eval. No visible anomalies were observed. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half of the two part seal that was made by a sharp object. The hole was consistent with the shape and size of a needle. (B)(4).